Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06679, 2134265-2017-06938 and 2134265-2017-06939. It was reported that vessel occlusion, myocardial infarction and death occurred. The patient presented with ostial circumflex (cx) disease. A fighter guidewire was advanced into the vessel. A 3.0 x 20 mm synergy drug eluting stent was advanced and deployed in the left main (lm) artery into the cx. An 8f guide catheter was advanced further into the vessel and subsequently longitudinally deformed the deployed 3.0 x 20 mm synergy stent. The deformed stent trapped the fighter guidewire in the stent structure. Subsequently the fighter guidewire fractured. The trapped portion remained in the vessel. Two synergy stents sizes 3.0 x 12 mm and 4.0 x 16 mm were deployed in the vessel to cover the deformed stent. The procedure ended and patient left the catheterization lab without further complication. Eight days later the patient presented to the emergency department of another hospital with an acute st segment elevation myocardial infarction (stemi). Angiography revealed the lm had closed off in the mid segment. There was no visualization of the left anterior descending (lad) or cx arteries. The type of occlusion was not stated. The surgeons were called immediately. The patient was intubated and iabp was placed. The patient was sent to surgery. The next day the patient expired.